Manufacturer narrative:
This supplemental report is presented to provide the results of legal manufacturer's final investigation. New information added to the following fields:h6. A review of the device's history log found no deviations that could have caused or contributed to the reported issue. It has been more than (10) ten years since the device in question was manufactured. According to the investigation results, the following are likely to have caused the malfunction where the image became poor due to a faulty charged coupled device and as for the cause of the faulty charged coupled device, it was found that the main cover was broken. Therefore, it broke because water got inside the unit. The event can be detected/prevented by following the instructions for use which state: do not hit the camera head. The camera head may be damaged. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the head had poor image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found bad image due to a faulty charged coupled device. The device failed the leak test. A damaged seal connector and a cracked body cover. This event is under investigation. A supplemental report will be submitted upon receiving additional information.